Event description:
The user facility reported that a perforation in the distal radial artery was noted after an interventional procedure had been completed. The following details were provided: a hematoma in the elbow area was noted "a couple hours after the procedure"; the physician believed that the guidewire and the pt's friable arteries "contributed to the perforation"; surgery was performed to successfully repair the damaged artery.

Manufacturer narrative:
Method - involved device has not been returned for eval and the lot number is not known. Therefore, the failure investigation was limited to a review and assesment of info provided by the user facility. Results are based upon evaluation of user facility info. Conclusions - are based upon evaluation of the user facility info. Based upon the available info, there is no evidence that indicates this event was related to a defect or malfunction of the guidewire device. A review of complaints for this product family found no similar reports of vessel perforation from the mini-guidewire. The warnings / precautions section of the instructions-for-use addresses the potential for perforation by statements such as the following: "manipulate the mini guide wire slowly and carefully not to damage the vessel wall, while monitoring the tip position and movement under fluoroscopy."all available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.